Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. How long (in minutes) did the surgery prolong? The operation would have lasted 3 and a half hours, but instead it lasted 30 minutes longer. What tissue was being sutured when the event occurred? Cardiac tissues. It was a bypass procedure. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. It was just discomfort for the surgeon.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following possible lot numbers were reported: qcbhbu: mfg. Date - 3/27/2020 exp. Date - 2/28/2025" scbjtm: mfg. Date - 3/30/2022 exp. Date - 2/28/2027 a manufacturing record evaluation was performed for the possible finished device lots, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a bypass procedure on an unknown date in 2023 and suture was used. The suture broke during the procedure. The surgery was delayed, but successfully completed. There were no adverse patient consequences reported. Additional information has been requested.